Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips failed to form correctly. The clips were loose and would not grasp the duct. The duct was torn and had to be clipped farther down. The procedure was completed with an alternate like device with no patient consequences reported. Some clips did fall into the patient but were retrieved.

Manufacturer narrative:
(B)(4). Batch # p91d62. Device analysis: the analysis results for the el5ml device found that it was returned with the shaft broken. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.